Event description:
It was reported the pt's device was removed due to "multiple lead migration." It was stated the pt had a new system made by another MFR. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).